Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2004, the patient was pre-operatively diagnosed with failed back syndrome and underwent revision fusion decompression surgery at l4-l5 in which rhbmp-2 was used. As per op-notes,¿ surgeon decorticated the top of this and placed 15cc of tricalcium phosphate as well as rhbmp-2 to enhance the fusion bed on the right side as she appeared to have a large plate of bone, however there appeared to be pseudoarthrosis coming down near the transverse process of l5. This pseudoarthrosis was taken down. Surgeon then probed the foramina on the right side where she had some discomfort, excised the tip of the superior process insure adequate space of the nerve root within the foramen and following this decorticated and again placed tricalcium phosphate and rhbmp-2 in the lateral zone to obtain fusion for the pseudoarthrosis.¿ the patient tolerated the procedure well without any intraoperative complications.

Event description:
Reportedly, post-operatively, the patient has had to see the doctor frequently.